Event description:
It was reported the patient presented to the emergency room. Upon interrogation, it was discovered the right ventricular lead was oversensing noise that resulting in inappropriate high voltage therapy. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.